Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-dec-2025. [Additional information]: on 11-dec-2025, additional information was received. Per the information, a continuous flush was maintained through the microcatheter. The information confirmed that when the stent was being delivered, it became impeded at the distal end of the microcatheter and the physician was not sure if the stent had passed through the microcatheter tip and could not advance anymore, but when he tried to retract the stent, it was already prematurely detached in the m2 segment of the mca and did not cover the target site (ophthalmic segment of internal carotid artery). The information confirmed there was no visible damage observed on the first microcatheter. The second stent implanted was a 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800); the replacement microcatheter used to deliver the second stent was another 150cm x 5cm prowler select plus microcatheter (606s255x). The physician did not consider the reported 15-minute delay in the procedure to be clinically significant, and the information confirmed there was no negative impact on the patient. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. Three (3) consecutive compressed areas were found from the distal end of the microcatheter at 1.0 cm, 1.5 cm, and 2.0 cm. The reported issue reported complaint is confirmed due to the compresses at the distal end of the microcatheter. According to the risk documentation, a damaged / kinked microcatheter is a potential failure mode that can result in the inability to deliver the therapeutic device to desire location. The instruction for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31606052) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting the ophthalmic segment of the internal carotid artery (ica), the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9682206) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31606052); it was reported that it could not be confirmed whether the stent had passed through the microcatheter tip and could not be advance further. The physician attempted to retract the stent, but it was found that the stent had prematurely detached in the patient. The stent was in the m2 segment of the middle cerebral artery (mca) and did not cover the target site which was the ophthalmic segment of the ica. The physician removed the 150cm x 5cm prowler select plus microcatheter from the patient, replaced the microcatheter and placed a second stent in the target site to complete the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31606052) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. In this case, there was no report of patient injury. However, when the physician attempted to retract a stent it was discovered that the stent had been released prematurely and was lodged in the m2 segment of the middle cerebral artery, failing to cover the target site at the ophthalmic segment of the internal carotid artery, so the physician released a second stent to cover the target site. Based on the surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.